Event description:
The pt reported, she was experiencing intermittent communication with her charger. The pt stated, she had gastric bypass surgery which resulted in excess skin accumulation around the ipg pocket site. Follow-up information identified the pt underwent a surgical procedure on (B)(6) 2013, and her ipg was repositioned. It was also noted, the pt received a new charger. The pt was receiving effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.